Event description:
Head surgeon, reports in his fax that the adapter of the nail handle was bent and the nail holding screw was overtorqued. He reports further that the surgery was finished by improvisation.

Manufacturer narrative:
Device will not be returned for eval. If the device or add'l info becomes available, it will be submitted on a supplemental report.